Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: heart lung and circulation. 2019; conference: anzscts annual scientific meeting 2018. Australia. 28(supplement 3) :s90. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article with title: right ventricle laceration post laparoscopic repair for foramen of morgagni repair. Life-threatening and fatal cardiac tamponade following laparoscopic and open repair of hiatal and diaphragmatic hernias have been described. Many devices have been created to assist in the repair of diaphragmatic and other hernia repairs, and through a laparoscopic approach. This study reported a case of foramen of morgagni repair with life-threatening cardiac tamponade due to direct cardiac injury caused by the securestrap (ethicon) device. It is believed that this is the first case of clear right ventricular injury and cardiac tamponade due to using securestrap for mesh fixation in foramen of morgagni repair requiring emergent median sternotomy for life-saving intervention.